Manufacturer narrative:
(B)(4). The test p cap does not lock in place properly and unable to perform the displacement test due to missing retainer and missing reservoir tube o ring. Insulin pump received with pillowing keypad overlay.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, device displayed a critical pump error due to corrosion and mold in/around the battery connectors and on the home motor switch. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error.